Manufacturer narrative:
Internal identifier(s): = (B)(4). Correction to lot number: information was received indicating that the lot number involved was 87936hn01 and not 93464hn00. Continued from evaluation: reagent expired. The architect anti-hbc ii reagent lot 87936hn01 was expired for more than 4.5 months when the complaint was received. Because of this, testing was unable to be performed to evaluate the sensitivity performance of the reagent lot. Customer complaint data was reviewed for this lot number and no problems were identified relating to the customer's observation. The architect anti-hbc ii package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.this report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22.

Event description:
The account stated that a patient sample generated a negative architect anti-hbc result of (B)(6). The sample was reactive when tested with axsym anti-hbc (B)(4). At the time they thought that the axsym result was a false positive. The sample was then tested at another hospital which obtained a reactive architect anti-hbc result of (B)(6). There was no report of impact to patient management.